Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had bolus stopped alarm more than five times. The customer¿s blood glucose was 96 mg/dl. The customer was assisted with troubleshooting. Customer states they were able to clear the alarm. The device will be returned for analysis.